Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a diagnostic laparoscopy, laparoscopic right salpingo oophorectomy, drainage of pelvic abscess with use of humi catheter for uterine manipulation. Patient experiencing abdominal pain and increasing white blood cells. CT abd/pelvis with IV contrast done 6 days later showing endometrial catheter in place with small adjacent endometrial gas pockets. Surgeon able to remove piece of plastic catheter from cervix at the bedside. Attempts have been made, but no additional information has been provided. 1216677-2025-00031 humi manipulator (B)(4).

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11 distribution history: the lot number was not provided, so a manufacture date, DHR number and ship date are not available. Manufacturing record review: a review of the device history record could not be performed because the cooper lot number was not provided. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Historical complaint review: historical complaint review not applicable since a part number was not reported in the complaint. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.